Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One 3i t3® tapered implant 6/5 x 13mm (bopt6513) was returned for investigation. Visual evaluation of the as returned product identified dried bone, signs of use and no apparent malfunction. Functional testing to recreate the reported event could not be performed due to the nature of the device & event. The returned device was measured with calipers (cal 1334, sept 25 2020) and was verified to match specifications per dwg. No. 1040011 rev c. No pre-existing conditions were noted on the per. The patient had moderate (type ii) bone density. The reported device was located on tooth # 19 and was implanted for 4 days. Pictures or x-ray images were not provided. The customer reported the patient experienced numbing on lower right lip and they had to remove implant since it was putting pressure on the ian (inferior alveolar nerve). DHR review was completed for the subject lot number (2018100373). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (2018100373) for similar events and no other complaint was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (medical: other) or product (bopt6513). Therefore, based on the available information, device malfunction did not occur and the reported event was non-verifiable. A definitive root cause could not be identified. However, based on the investigation and risk file review, the most likely cause determined from the investigation is clinician treatment plans and places implant that is longer than the bone volume (length) can accept.

Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight: not provided.

Event description:
It was reported that implant (bopt6513) was removed due to implant was putting pressure on the inferior alveolar nerve. Patient experience numbing on the lower right lip. Tooth location 19.